Event description:
It was reported the pt experienced burning and skin discoloration ta the scs ipg pocket site when the ipg was on in addition to a shocking sensation at the pocket site. A sjm representative was unable to resolve the issues with multiple reprogramming. The pt's scs system was electively explanted prior to the notification of these issues. No additional info is available at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.